Manufacturer narrative:
B3: unknown; no information has been provided to date. The device has been received for evaluation, however, investigation is not yet complete.

Event description:
An event occurred on an unspecified date involving a primary plum set with clave secondary port, clave y-site, secure lock, 128-inch tubing. It was reported that some sets intended for shipment had a white film in the drip chamber. The customer has been inspecting each set prior to use and identified that the film was present in many drip chambers. There was no patient involvement, and no harm was reported. Additional information received on 05/15/2026 indicated that the customer would be sending additional samples with dents, scratches, or other deformities.